Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. A 7.0 x 40 x 75cm mustang balloon catheter was selected for use in an angioplasty procedure to stenosis in the common iliac artery (cia). The target lesion was 75% stenosed with severe tortuosity and mild calcification. The balloon was advanced for dilation. During the first inflation, the balloon was inflated at 12atm for 90 seconds. However, a pinhole was observed on the balloon during the first inflation. The device was removed, and another mustang balloon catheter was used to complete the procedure. There were no patient complications.